Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image cannot recognize the object due to a large number of water stains and rust stains at the scope socket, causing the image failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the light source had interface failure, grating failure. The issue was found during preparation for use of a diagnostic gastroscope procedure that was completed with a similar device. During the device evaluation in the field the field service engineer (fse) reported, the image had reflection, there was a blue spot in the upper part of the image; the image cannot recognize the object. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the field service engineer found appearance issues (a large number of water stains, rust stains at the scope socket were found). The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.